Event description:
Customer reported the adapter is possibly blocked due to internal fracture of one of the jaws restraints. This is report 1 of 1 for #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the device was not functioning properly. The complaint is indeterminate. The 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Placeholder.